Event description:
Event [preferred term] 1 false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 ivd device (lucira check-it covid-19 test kit). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: sample available is no. The reporter considered "1 false positive result" associated to covid-19 ivd device. Causality for "1 false positive result" was determined associated to covid-19 ivd device (malfunction). Product quality group provided investigational results on 24jan2025 for covid-19 ivd device: the complaint for invalid after test for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0)). All complaint investigations are trended. There is no current trend alert documented. Follow-up (24jan2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
1 false positive result [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group. A patient (age and gender not provided) received covid-19 ivd device (lucira check-it covid-19 test kit). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: sample available is no. The reporter considered "1 false positive result" associated to covid-19 ivd device. Causality for "1 false positive result" was determined associated to covid-19 ivd device (malfunction). Product quality group provided investigational results on 24jan2025 and 10feb2025 for covid-19 ivd device: batch/process record review: a review of the device history record (DHR) was not completed, as lot information was not provided. A review of annual product records reviews (aprrs) is not required, as medical devices are out of scope of pqs q1209 "annual product records review". Reserve sample evaluation: visual reserve sample evaluation was not performed, as invalid after test cannot be confirmed via visual examination of finished product. Reserve sample testing is not required at this time. Complaint history/trending: a historical query in veeva was performed for covid and flu ivd test kit complaints with subclass invalid after test, as lot information was not provided. 855 complaint records were returned. Refer to document review summary for additional details. Identification and evaluation of trend alerts and resulting complaint trends will be performed starting 31 may 2025. Refer to (B)(4) for further information. Returned sample evaluation and/or evaluation of photographs supplied by the complainant. A returned complaint sample was not received for evaluation. Photographs/videos supplied by the complainant have not been received for evaluation. As a result, the complaint is not confirmed. Root cause analysis: a root cause cannot be assigned without returned product or lot information. As a result, the complaint is not confirmed to be process-related. Assessment of the need for regulatory notification. Far, bpdr, and ema alert notification are not applicable to medical devices. Conclusion: the complaint for invalid after test for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062, version # (4.0). All complaint investigations are trended. There is no current trend alert documented. Follow-up (24jan2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. Follow-up (10feb2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] 1 false positive result [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non hcp from product quality group. A patient (age and gender not provided) received covid-19 ivd device (lucira check-it covid-19 test kit). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "1 false positive result". Relevant laboratory tests and procedures are available in the appropriate section. Additional information: sample available is no. The reporter considered "1 false positive result" associated to covid-19 ivd device. Causality for "1 false positive result" was determined associated to covid-19 ivd device (malfunction). No follow-up attempts are possible.